Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a check IV set could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no report of patient involvement.

Event description:
The customer reported that when the pump module was powered on prior to patient use, it alarmed for ¿check IV set¿ even though the door on the device was closed and no IV sets were loaded. The pump was replaced and removed from service. There was no report of patient involvement. The facility¿s biomed evaluated the device, replaced the iui connectors, the ¿check IV set assembly¿ and performed preventative maintenance.